Event description:
It was reported that after deploying the first anchor, when the surgeon pulled the device the needle tip separated from the device. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the device has been cycled 1 time and the needle has fractured at the meniscal repair needle sleeve. Both blue anchors and the sutures remain in the detached portion of the needle tip. The adjustable depth stop assembly was also removed from the front-end assembly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.